Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection performed. The returned device showed kinks in different sections along its body; they were located approximately at 5 cm, 95 cm, 97 cm, 192.5 cm, 209.7 cm and 276 cm from the proximal end. The distal tip was bent approximately at 329.5 cm from the proximal end. Dimensional inspection performed and was within specification.

Event description:
It was reported that the burr and wire were stuck. The target lesion was located in the lower extremity. A 1.50mm peripheral rotalink plus and rotawire were selected for use. During the procedure, it was noted that the rotawire was stuck and the burr could not cut through the stenosis and ended up getting stuck. The devices were pulled out of the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that the burr and wire were stuck. The target lesion was located in the lower extremity. A 1.50mm peripheral rotalink plus and rotawire were selected for use. During the procedure, it was noted that the rotawire was stuck and the burr could not cut through the stenosis and ended up getting stuck. The devices were pulled out of the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported.